Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow-up report will be submitted upon completion.

Event description:
Implant was removed from pt as a result of a possible infection. No additional details are available at this time. This device is used for treatment.